Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had power error power loss alarm . Customer's blood glucose level was unknown. It also stated that troubleshooting was performed. Customer was advised to monitor the pump and call back if the error recurs. Customer will return device for analysis

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit was received with normal operating currents and no unexpected power loss alarm noted. Pump trace download analysis confirmed the pump alarmed power error 25 alarm and replace battery alert. The power management tool confirmed power error 25 alarm and replace battery alert was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit was received with scratched case.